Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 280 units of insulin during each load sequences. Customer¿s blood glucose level was 161 mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.